Event description:
A malfunction was reported, and there was no adverse impact on the customer's blood glucose level, with levels not exceeding 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if any issues arose again.